Manufacturer narrative:
Patient identifier: one patient, three product malfunctions.(B)(6) all represent the same patient. This is the second malfunction report for the related complaints. First malfunction reported under manufacturing report number 3012307300-2023-01493. Device evaluation: no product was returned and no photographic evidence was provided. Unable to confirm the reported product complaint. A DHR (device history report) review was performed with no discrepancies noted. If the product is returned the complaint file will be re-opened for further investigation.

Event description:
It was reported there were pin holes in the pilot balloon near where it connects to bubble piece. The patient had to undergo three trach changes in total. The products were discarded after the trach changes. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient after the final trach change was successfully completed.